Event description:
It was reported by the customer that a bd pyxis medstation es system experienced slow order retrieval due to a poor connection. All functions and pyxis were sluggish, with delays at every step during usage. This significantly impacted patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 1 similar complaint with the same failure mode for this serial number. ¿ case: 3029848 ¿ rss-hhmedsurg- sql db exceed threshold (e) a review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the connection was slow, with all functions and pyxis being slow and sluggish in all steps when using the system. A technical support specialist confirmed the archives were completing without error, ensured the purge selection and deletion processes were running, and checked for any backlog in the purge queue column.